Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05686 and 2134265-2015-05687. It was reported that death occurred. In (B)(6) 2015, the patient underwent percutaneous coronary intervention (pci). Vascular access was obtained via the femoral artery. The 85% stenosed, 36x2.75mm, concentric target lesion was located in the mildly calcified right coronary artery (rca). The lesion also contained a >45 and <= 90 degree bend. The physician treated the lesion with placement of 2.50x24mm, 2.50x28mm, and 2.75x38mm promus element plus stents. Post-dilation was then performed with a 2.00x20mm balloon catheter and the procedure was completed. Forty-eight hours post procedure, the patient started having symptoms and the patient died. The physician considered the case as probable acute stent thrombosis, however, the cause of death was unknown and no autopsy was done.